Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse due to misalignment or insufficient trajectory control during the fibertak button insertion and suture-shuttling steps.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2025, a sales representative reported via email that two ar-3681 fibertak buttons malfunctioned during use. With the first ar-3681 fibertak button, the limb from the #2 fiberloop failed to shuttle through the button successfully and snapped after becoming stuck. With the second ar-3681 fibertak button, the anchor initially set properly, but when the surgeon attempted to shuttle the suture, the implant popped out. It was noted that appropriate counter tension was maintained on the other shuttle sutures. The case was completed, and no further details were provided. This was discovered during a subpectoral biceps tenodesis procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 09/03/2025.